Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the needle pulled of the suture. Nail breakage. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient / during passage through tissue / during tying / post op)? If different, please explain. During passage through the tissue. Did any needle piece fall inside of the patient? If yes, was it retrieved during the initial procedure? What efforts were made to retrieve it? Please explain. No. Please provide the lot number. Lot number: xjmcp293.a30 provide the source or name and title of external person providing answers to follow up (external person submitting answers to sales rep or loc/bq). Andreas seitz, operating room manager. Could you please clarify the event description. Did the needle break? No did the needle pulled off the suture? Yes to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.